Event description:
Complainant alleged that during biomed testing the device was intermittently unable to detect the attached mult-function cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll. The customer reportedly replaced the multi-function cable and the device has been returned to service. Analysis for reports of this type has not identified an increase in trend.